Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the eyelet of the device had a piece broken off. The cause of this remains undetermined, however probable cause can be attributed to prying/leveraging forces being used.

Event description:
It was reported that during a rotator cuff shoulder arthroscopy the tip of the anchor broke off. The broken off part remained inside the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. Update on 20-oct-2022. It was confirmed that all broken parts were retrieved from the patient and no part of the device remained inside the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.